Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 307 cm from the tip of the connector to the end of the exposed glass tip. The exposed glass tip measured 2 mm and displayed signs of degradation. Examination under magnification confirmed normal degradation of the tip. Light from the sma connector was dim and distorted, indicating a fiber fracture within the connector. No damage was observed along the length of the fiber. When connected to the laser console, the following message was displayed "applicator has been used 9 times." No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed light emitted from the sma connector was distorted and dim, indicating there was a fracture within the fiber connector, which is likely to have led to the reported complaint of failure to fire. Additionally, the fiber was observed to have normal degradation of the exposed glass tip. It is likely that procedural handling of the device during set-up, reprocessing or use contributed to the fiber damage within the connector. Damage within the connector of the device can result in complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a flexible ureterorenoscopy (furs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl laser console with laser settings of 2500mj and 8 hertz. According to the complainant, during the procedure, there was no energy coming out from the laser fiber when the operator stepped on the foot pedal. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.